Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the lead integrity alert (lia) triggered due to the sensing integrity counter (sic) and high rate non-sustained episodes. Noise was confirmed; however, it could not be reproduced. The physician suspected a fracture. The right ventricular (rv) lead was reprogrammed and remains in use. The patient will be monitored more frequently. No patient complications have been reported as a result of this event.